Event description:
Confirm how long the product had been in use in total when the problem was detected. I don't know but less than 2 hours. Indicate if any medical intervention was necessary. No.

Manufacturer narrative:
Additional information in section b. Investigation result: no 2292es sample was available for investigation; however the customer reported that the affected sample was from lot ta250122 and that "during surgery, they notice that the patient starts to wake up through monitoring and observe that the luer lock connected to the patient's line through a three-way valve has broken, and propofol is not being delivered to the line." Additional information from the customer noted that it occurred during infusion, "less than 2 hours." As part of the investigation, the customer provided photographs of the affected sample; analysis of the photographs confirmed the customer's experience as the male luer tubing connector was damaged. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be confirmed in this instance, no obvious manufacturing defects were visible which may have contributed to the customer's experience. Analysis of the photograph noted whitening of the plastic at the affected component, suggesting the component had been subjected to an external force. A review of the production records as well testing of retained samples from lot ta250122 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2292es product over the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd tiva/tci extension set 3-way ss was broken. The following information was provided by the initial reporter, translated from spanish to english: during surgery, they saw the patient begin to wake up through monitoring and noticed that the luer lock connected to the patient's IV via a three-way stopcock had broken, and propofol was no longer reaching the IV. They have only reported this case. I have attached photos showing where the breakage occurred, but they have no details of how it happened, nor have they taken a photo of the stopcock where the broken piece remained. Was the patient or user harmed? No.